Event description:
It was reported that the device displayed all three (attention, charge pak and wrench) icons. The customer installed a new charge pak (internal hlc battery charger) but the device continued to display all icons. The device could not power on and deliver defibrillation therapy in the reported condition. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance. Follow up with the reporter found that the device was removed from svc and the customer purchased a replacement defibrillator. The removed device was not returned to physio for eval. Therefore, the cause of the reported failure could not be determined.